Event description:
The customer reported to olympus, during routine microbiological testing of the subject device, the channels tested positive for three to eleven (3-11) colony forming units (cfus) of pseudomonas aeruginosa. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the insertion tube was kinked under the protector, the grip unit and air valve were discolored, and there were three broken image guide fibers and two half broken image guide fibers. The customer provided their cleaning, disinfection, and sterilization process stating pre-cleaning steps include aspiration of water through the scope and flushing of the air/water channel. The detergent used for pre-cleaning and manual cleaning is cidezyme. Manual cleaning steps are to brush the instrument/suction channel and instrument channel port. Itabrush meditalia is the brush used. The automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. The aer detergent is neodisher sc. The aer disinfectant is neodisher acido peracetico. Their storage practice is to store endoscopes in a non-olympus drying cabinet. Maintenance is performed by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation the device history record was unable to be reviewed for this device since it was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there was no obvious deviation from the instructions for use (IFU) confirmed from the review of the reprocessing steps provided from the user. However, it is likely that the reprocessing of the device was insufficient. Therefore, the root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.